Manufacturer narrative:
A visual examination of the returned device revealed that the button, sheath, red strip and black suture to be intact on the delivery system. The c-flex tubing was separated and approximately 9mm of the tubing remained on the distal end of the tapered connector and the tapered connector was broken. Approximately 27mm of the connector remained in the proximal end of the broken/ cut tubing. The rest of the c-flex tubing was not returned and the separated/ cut ends of the tubing presented cuts from scalpel or similar instrument. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became delivery system became detached/separated. Based on all gathered information, the most probable root cause is "operational context". A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02270 and 3005099803-2016-02271 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the physician pulled the one step button through the stoma, a strong resistance was encountered. As it was continuously pulled, the device separated in the middle. After that, the physician made the incision site bigger, then a second one step button initial placement gastrostomy kit was used; however, the one step button also separated while the device was being pulled through the stoma. The procedure was completed with a new one step button initial placement gastrostomy kit. Reportedly, the separated portion did not fall into the stomach. In addition, the separated portion was difficult to remove from the stoma; it was removed through the scope. In the physician's assessment, the patient's muscular built might have affected the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 60. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02270 and 3005099803-2016-02271 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the physician pulled the one step button through the stoma, a strong resistance was encountered. As it was continuously pulled, the device separated in the middle. After that, the physician made the incision site bigger, then a second one step button initial placement gastrostomy kit was used; however, the one step button also separated while the device was being pulled through the stoma. The procedure was completed with a new one step button initial placement gastrostomy kit. Reportedly, the separated portion did not fall into the stomach. In addition, the separated portion was difficult to remove from the stoma; it was removed through the scope. In the physician's assessment, the patient's muscular built might have affected the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.